Event description:
Post stent deployment, retraction of the balloon device and guide wire resulted in separation of the opaque wire tip from the body of the guide wire. Multiple attempts to retrieve the wire with snares were unsuccessful.